Event description:
It has been reported to philips that the image was lost in the examination. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. As per the customer complaint, it has been reported that the image was lost in the examination. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the service quotation expired. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. Health impact code was corrected.